Manufacturer narrative:
D4 UDI number: this product code is not required to be registered. The actual has been received by the manufacturing facility for evaluation. Visual inspection found no obvious anomalies in the appearance. The actual device was built into a circuit with tubes, circulated with saline solution and tested for leakage. Leaks were noted at the gas-in and at the gas-out sides of the device. The actual sample was disassembled for further inspection of the fiber. The leaking fiber was taken out and inspected under magnification and electron microscope. On the fiber, the presence of a hole was noted with some traces of pinching force around the hole. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage during the use of the oxygenator device. The following information was provided by the user facility: after priming the tubing pack and jointing a coupler to the water port, the customer noticed the presence of some water drops on the floor just under the oxygenator module; a closer look found solution oozing out of a site on the housing; the actual device was changed out to a new one before starting the operation; the new one did not pose any issue; and there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. In the fiber manufacturing process, a spun fiber string is sent to a belt conveyor through the dedicated two rollers which have some small rods around their circumferential surfaces to be utilized to prevent the fiber from adhering to the rollers. Each rod is covered with an attachment. It is likely that one of the rollers the fiber used for the actual sample went through had one of the attachments gotten out of position accidentally due to the long term operation. When the involved fiber string was sent through the rollers, it was sandwiched between the dislocated attachment and the other attachment and got pin-holed. The pin holed fiber was used for the actual sample. Subsequently, the actual sample was overlooked during the 100% pinhole/leak test and released from the factory. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot number combination. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx 25 oxygenator and reservoir." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.